Event description:
It was reported by the hosp perfusionist that during a procedure, the delivery set disposable experienced a leak in the tubing at the connection point. The perfusionist reported the pt lost approx 100 ccs of blood due to the alleged malfunction. It was reported that the tubing was cinched and the procedure was successfully completed with no pt complications reported. The disposable device was returned to the MFR for analysis. No add'l info is available at this time.

Manufacturer narrative:
(B)(4). Conclusion - device eval found the root cause to be insufficient solvent-bonding where the blood source tube-line connects to the bushing of the pump cassette. A corrective action has been identified and implanted to address the root cause. Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.